Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'had a bad speaker' which was reproduced during evaluation. The cause was determined to be a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a bad audio speaker. There was an upstream occlusion but the alarm was not heard due to broken speaker. A medication drip was use during testing at the neonatal intensive care unit (nicu) (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.